Event description:
It was reported that during a da Vinci-assisted cholecystectomy with cholangiogram procedure, the clip had fallen out of the jaws of Large Clip Applier instrument. The surgeon reloaded the clip and attempted to use the Large Clip Applier instrument multiple times; however, the clip continued to disengage. It happened when advancing the instrument, and again after reloading and attempting to clip the duct. Each displaced clip was successfully retrieved intraoperatively using a Force Bipolar Forceps instrument and removed through the port with a laparoscopic instrument. The customer removed the defective Large Clip Applier instrument from the sterile field. The procedure was completed with a backup Large Clip Applier instrument. No post-operative testing was performed, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to the event. The patient was discharged home and seen for follow-up with no issues.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did receive a da Vinci product to perform failure analysis. The Large Clip Applier (LCA) was analyzed and in visual inspection did not reveal any damage. The LCA instrument was placed and driven on an in-house system. The LCA instrument passed the recognition and engagement tests. The LCA instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned, the LCA instrument successfully held the clips. While holding a loaded clip, the LCA instrument was articulated and manipulated through its full range of motion. The clip remained stable within the grip tips and did not become dislodged or fall out. The instrument passed the clip test on several attempts. The LCA instrument was fully functional. No product issue was identified. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.Additional patient demographic information: Body Mass Index (BMI) of 29.11 kg/m2 with a height of 5'1".